Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed a controller power up with an associated pump start event was logged on 01/dec/2023 at 11:26:47, indicating that the controller was put into use following the reported controller exchange. In addition, log files revealed a motor start event recorded on 01/dec/2023 at 11:27:06, in which the motor start parameters were atypical. Review of the event log file revealed three (3) controller power up events with associated pump start events were logged on 09/jan/2024 at 11:33:13, on 29/jan/2024 at 12:20:05, and on 15/feb/2024 at 12:01:10, indicating losses of power. The controller was without power for fourteen (14), twenty-two (22), and seventeen (17) seconds, respectively. The data log file covering the first loss of power was not available for analysis. No anomalies were recorded leading up to the second and third losses of power. Additionally, log files revealed several transient increases in power consumption above the normal operating range within the analyzed period and no high watt alarms were logged within the analyzed period. One (1) critical battery alarm was logged on 21/jan/2024 at 00:10:51, due to the patient allowing the battery to deplete below 10% relative state of charge (rsoc). The critical battery alarm is an additional finding, not related to the reported event. The reported high power, loss of power and atypical motor start parameters events were confirmed. Based on the available information, the device may have caused or contributed to the reported high power event. Based on the risk documentation, possible root causes of the high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the reported loss of power event logged on 15/feb/2024 can be attributed to the double disconnection of both power sources as described in the event details. A possible root cause of the remaining losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0  d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2024 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no, h3: no, h4: mfg date: 12-apr-2023, h5: no,   h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of log file data revealed a motor start with parameters outside of the typical range. It was stated that this motor start was associated with a routine controller exchange in the clinic, and nothing abnormal was noted at the time. Log file review also revealed above normal power consumption on the ventricular assist device (vad) and an unexpected loss of power which was witnessed as an accidental double disconnect. The vad and controller remain in use. No patient complications have been reported as a result of this event.